Event description:
It was reported that the device and leads were removed due to endocarditis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Product event summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was cosmetic depression of the outer insulation, the distal conductor was pulled/stretched/overstressed, there was cosmetic environmental stress cracking of the overlay tubing, blood ingression of the overlay tubing, the overlay tubing was melted, there was blood on the proximal conductor (not obstructed), the defib conductor was pulled/stretched/overstressed, there was blood on the conductor (not obstructed) and there was apparent explant damage.

Event description:
It was reported that the device and leads were removed due to endocarditis. No further patient complications have been reported as a result of this event.